Manufacturer narrative:
Covidien reference number (B)(4). The se replaced the air proportional solenoid (psol). The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that during the repair service of an 840 ventilator, the covidien service engineer (se) found a diagnostic code in the memory logs that rendered the ventilator into an inoperable state. It is not known if there was patient involvement. There was no report of patient harm as a result of this event.